Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor patch removal, patient was experiencing rash and itchiness at sensor patch adhesion site. Patient stated that they sought medical intervention on (B)(6) 2014 and was advised to switch location of insertion sites and was administered IV prep pads. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient reported being well.